Manufacturer narrative:
--

Event description:
Additional information indicates that this patient did indeed exhibited loss of capture, it was reported that the loss of capture was rare and intermittent. Additionally, it was believed to be due to an electrolyte imbalance. The field representative had performed requested programming changes and the was to be re-evaluated in the future. No further complications have been reported.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed and a 10 cm segment was returned. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory analysis on the lead segment did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
New information received indicates that this lead was explanted and returned for analysis.

Event description:
Boston scientific received information that this pacemaker system exhibited loss of capture noted on telemetry. The pacing outputs were increased and the field representative was to be contacted in the morning for further evaluation. At this time, no adverse patient effects have been reported.